Event description:
Customer reported the system did not display a live image during fluoro.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.